Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Error 0011 on the device was reported. No other information provided. Additional information has been requested.